Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that a bkp was performed on (B)(6) 2023. During surgery, the balloon broke. Another balloon was used in the procedure, and the surgery was completed successfully with no delay. The patient outcome was reported to be stable. No further information is available. This report involves one synflate balloon/medium sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes supplier for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Note: following investigation was performed by the supplier. Visual analysis of the returned sample revealed that the distal section of the shaft and the balloon on the synflate vertebral balloon med present signs of breakage in the end of the balloon, hence the complaint condition can be confirmed. The synflate® vertebral balloon surgical technique guide se_818880 rev. Aa was reviewed. Following relevant statements were found. Notes: if it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. Instructions: if removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. While no root cause can be determined for the reported issue, the damaged condition of the balloon is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection for the synflate vertebral balloon med was unable to be performed due to post manufacturing damage. A functional test was performed, the working sleeve cannot be removed due to the device deformation. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -synflate catheter assembly depuy synthes ndc-02-122954_confluent rev. D / rev. D dimensional inspection: n/a. H4, h6 part # 03.804.701s, synthes lot # 82221878, supplier lot # 82221878, release to warehouse date # 25 jun 2021, supplier # (B)(4). No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.